Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery in which rhbmp2/acs was used. As per operative notes,¿ the wound was then soaked with dilute betadine solution to help prevent infection and then cleaned with pulse irrigation lavage with 3 liters of sterile saline. Bone graft was packed into the lateral gutters bilaterally in order to promote fusion between l1 and s1. The bone graft consisted of local bone harvested during the procedures mixed with crushed cancellous allograft and dbx putty. We also laid one large bmp sponge on each side to help enhance the potential perfusion.¿ no intra-operative complications were reported.